Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned mmdg was not able to perform an investigation. After reviewing the complaint information sent to mmdg it appears this complaint was for a free floating particle of a screw that had come from unscrewed from the curlin pump. We are unable to confirm the complaint because the set was not returned for investigation, however, the administration set is not large enough in diameter to permit any screw from the curlin pump to enter it. A free floating screw inside the tubing would be impossible. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that "two screws came loose from the curlin pump" and that they "found one in the tubing". Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).